Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 390mg/dl. It was stated that his blood glucose was treated with an insulin pen prior going to the hospital. Troubleshooting was performed. The mother stated that that auto off alarm was going off and wants to store the insulin pump until the supplies arrives. No further information was provided.